Event description:
It was reported to boston scientific corporation in 2005, that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in the same month, (patient age, gender and weight are unknown). According to the complainant, the ptfe coating separated in the section between the tip and yellow and black coating. Procedure successfully completed with another of the same type jagwire.

Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed separation of ptfe sheath from pebax. The evaluator noted that approximately 1mm of corewire was exposed. An analysis of the device under a microscope identified abrasion marks. Additionally, the evaluator pulled gently on the pebax and it did not move. The cause of the reported malfunction is undetermined.